Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer experienced under infusion. The event occurred with not just 1 pump or 1 pc but with several. Many of the under infusion tests were ran without patient involvement.